Event description:
It was reported via clinical study that post-op the 78 yo male patient experienced humeral liner disassociation of polyethylene. It was reported that the patient had not been seen for 5 years. The patient did not report any fall or trauma. The date of event onset is unk-unk-unk. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
Concomitant device(s): 300-01-15 humeral stem or stemless, 320-10-10 reverse humeral tray, 320-01-42 reverse glenosphere, 320-15-04 reverse glenosphere baseplate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may have been due to disassembly between the humeral liner and humeral tray. However, the reported disassembly cannot be confirmed. Additionally, potential contributions from patient and user-related considerations, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.